Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. The log was downloaded and reviewed finding errors related to the complaint in rttloss. Functional testing was performed and passed al relevant test. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.